Manufacturer narrative:
A ge healthcare service representative replaced the power switch and the unit was returned to work. No report of patient involvement.

Event description:
During depot repair check, the ge healthcare technician noted the reboot issue, which resulted by a defective power switch. There was no reported patient involvement.